Manufacturer narrative:
(B)(4). The sample will not be returned.

Event description:
It was reported that in the operating room during surgery, after the cvc was inserted into the patient, the patient suffered an anaphylactic reaction resulting in cardiac arrest. The patient was resuscitated and transferred to the ICU on supportive therapies. Surgery was cancelled. The following morning, the patient was extubated and transferred to the ward. Tests later confirmed that the anaphylaxis resulted from a chlorhexidine sensitivity. The staff noted a localized skin reaction on the patient's arm prior to the cvc insertion which they believe in hindsight may have been from a chlorhexidine gluconate skin prep. As a result, the catheter was removed, but it is not known if it was replaced. Note: patient resuscitation including cardiac messaged was performed, and the patient was walking and talking on discharge from the hospital.